Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of communication bus cable. A field service engineer reseated the cable connection to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported when using the pyxis medstation es system, that a drawer was unable to open. A customer reported unable to issue medications for the patient and there was a delay in patient care workflow. There were no adverse events or injuries reported based on this incident.